Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that a patient with this cardiac resynchronization therapy pacemaker (crt-p) had experienced multiple pre-snycope episodes over the past few months. Upon review of their system, an intermittent increase in the right ventricular (rv) and left ventricular impedances were noted. Approximately one week ago, the patient was presented to the hospital experiencing an episode of syncope as well as documented episodes of ventricular tachycardia. Review of the system this time revealed intermittent loss of capture on the rv channel. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.